Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient reportedly developed "significant pain, major nerve injuries, and has given me physical limitations."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent a posterolateral spine fusion surgery l5-s1 using rhbmp-2/acs. The patient's post-operative period was marked by initial relief, followed by increasingly severe pain, that eventually developed into paresthesias including numbness and tingling that radiated through her left lower extremity. The patient underwent a lumbar MRI study on (B)(6) 2013 that identifies reactive endplate changes at l5 and s1. It also finds heterotopic bone emerging from implant site that narrows the bilateral neuroforamen at the l5 to s1 levels, and is the patient's primary pain generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.